Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a sheath separation may include, but are not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. Factors that contribute to device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath hole after a percutaneous peripheral interventional procedure. Reportedly, the proglide device got stuck and the sheath separated. The vessel was incised to remove the separated sheath. Hemostasis was achieved with manual suturing after the cutdown. There was no adverse patient sequela. A clinically significant delay in the procedure was reported due to the larger incision and extended hospital stay. No additional information was provided.